Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin infection on his back. It was reported that the patient's physician alleged the reaction was a result of acne. In addition, the patient alleged the monitor caused a burning and numbness feeling on his leg. Follow-up indicated that the patient's rash was improving. The patient stated he was using a cream his nurse told him to use and that the infection comes and goes.